Manufacturer narrative:
The cartridge involved with this complaint has not been returned to animas for investigation. There is no investigation necessary. Cartridges with lot #b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The patient reportedly had insulin leaking from his cartridge and allegedly developed elevated blood glucose levels with symptoms of blurred vision. The patient denied seeing bubbles in the tubing or cartridge at the time of the reported incident. The patient administered self-treatment with an insulin injection and did not seek additional medical intervention. The patient changed the insulin cartridge and his blood glucose levels are back to the "normal" (80-120 mg/dl range). This complaint is being reported because there was insulin leaking from the insulin cartridge and the patient allegedly developed elevated high blood glucose levels.